Manufacturer narrative:
Device code 1546 relates to component code 419. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a saphenous vein graft to the obtuse marginal (om) branch. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres, the balloon ruptured longitudinally. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.